Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the ipg site. In addition, the stimulation makes her teeth chatter and "just does not feel right". The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not feel that the chattering of the patient's teeth with stimulation was device related. The physician did not suspect malfunction with the device.

Event description:
A report was received that the patient experienced pain at the ipg site. In addition, the stimulation makes her teeth chatter and "just does not feel right". The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm .

Event description:
A report was received that the patient experienced pain at the ipg site. In addition, the stimulation makes her teeth chatter and "just does not feel right". The patient will undergo an explant procedure.